Manufacturer narrative:
No data regarding product identity was received, no lot or serial number was indicated; therefore, the device history record (DHR) could not be reviewed. No sample was returned; therefore, the condition of the product could not be verified. All products pass 100% final inspection at the manufacturer prior to approval. If a defect would be noticed, the product would have been rejected immediately. Since no sample was returned and no lot number or serial number were indicated for this complaint, the root cause could not be determined. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer/doctor reported to a government agency that following a glaucoma filtration device implantation in 2010, his intraocular pressure (iop) fluctuated in the mid teens until 2018. In early 2018 his iop started rising, but was not detected until mid (B)(6) 2018 when it peaked. His surgeon reduced his iop temporarily, but was still not at the target pressure. The glaucoma filtration device was noted to be blocked, therefore the surgeon performed a laser treatment to reduce blockage. The surgeon also prescribed two eye drops. The consumer reported the outcome/consequence was further loss of low light sight (cones) pending field test confirmation. Additional information has been requested.